Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the auxiliary drawer 3 device was not detected on bus. A field service engineer (fse) confirmed that the pharmacy pyxis admin was able to shut down the station, reset the pyxis bus connection, and recover the storage space after the restart. No onsite fse assistance was required. The pharmacy was able to support users until the issue was resolved. The customer confirmed that everything was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 was not detected on bus, drawer was detected but was slow to respond and the device was not recognized that was open and failed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.